Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) was too sensitive and was false alarming. The device was not changed out, as when the issue occurred they just did not use it. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
There is not an exact date, the previous perfusion group indicated they did not use as it never worked and kept alarming all the time. Issue has occurred during setup and on bypass. The field service representative (fsr) tested the air sensor's functionality from start-up and could not trigger a false alarm. The fsr checked the sensor latching and was found to be good and tight, reseated the sensor cable ends to their connections. The fsr retested the air sensor functionality again and encountered no issues. Upon further discussion, the fsr found the false air alarms were due to the operator not pressing the reset button after an alarm. The operator would turn off the ultrasonic air sensor (uas) detection after an alarm, then turn it back on. The operators assumed by turning it off, then on, the alarm would reset. The fsr was at the hospital with all the perfusionists and he was able to show them what they need to do to reset the uas. The fsr verified the system operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.